Manufacturer narrative:
The ch3033 bifuse add-on set and unidentified set and componentry that was connected were pressure leak tested and no leakage was observed at any location along the ch3033 bifuse add-on set assembly or the set and componentry connected to the unidentified set. The complaint of leakage was unable to be replicated or confirmed. A device history record (DHR) review could not be conducted because no lot number was identified. D9 - date returned to mfg: 8/9/2023. Updated information can be found in g1.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a 14" bifuse add-on set w/bag spike, spiros® w/red cap, vented cap. The nurse reported when pressing the drip chamber to inject the last milliliters of cytarabine to the patient, she had skin contact with cytotoxic chemotherapy on her hands. The exposure was at the level of the tubing located between the chemotherapy bag and the drip chamber as a result of a leak. The nurse performed the decontamination protocol, hand washing under frozen water for 15 min. A spill kit was not used. There were no physical defects observed on the device or on the packaging. Medical intervention was not required and there was no other physical harm reported to the clinician or to the patient as a result of this event.